Event description:
It was reported that the patient noticed some discrepancies with the active and inactive serial numbers on the transmission reports. Technical services will escalate the issue for further investigation. There were no patient complications reported as a result of this event. It was reported that the patient noticed some discrepancies with the active and inactive serial numbers on the transmission reports. Technical services will escalate the issue for further investigation. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient noticed some discrepancies with the active and inactive serial numbers on the transmission reports. Technical services will escalate the issue for further investigation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction/redaction: the suspect medical device was inadvertently reported for this complaint under manufacturing report number 2183613-000-2012-00620 and as a result this report is being redacted. The event involves incorrect device serial number, however, there is no impact to clinical data. The potential for injury is remote. This complaint was inadvertently reported under the medical device reporting regulations. This event involves an incorrect device serial number display with no impact to clinical data and the potential for injury is unlikely. Therefore, a correction with redaction request is being submitted accordingly.